Manufacturer narrative:
No additional changes required. A follow-up report will be submitted if required.

Event description:
It was reported that during the one month post implant data review, the physician observed asystole due to lack of device pacing. The physician stated there was small wave sensing correlating with an atrial wave. The issue was resolved with device reprogramming; specifically increasing the numerical value of the sensitivity in both ventricle's. The associated rv lead is a non boston scientific lead. The duration of asystole was not indicated; however the field representative states there were no adverse patient effects.